Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt cable connecting the distribution node (dn) to rear therapy electrodes were severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.